Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to suspected lead fracture and high capture thresholds. The lead was placed in the atrium and the sensing and impedance measurement were within range. The physician decided to repositioned the lead and the helix mechanism would not extend. The plan was to replace this lead, however vascular access could not be obtained. Subsequently, the procedure changed from a double chamber pacemaker to a single chamber pacemaker implant procedure. No adverse patient effects were reported. This ra lead was return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to suspected lead fracture and high capture thresholds. The lead was placed in the atrium and the sensing and impedance measurement were within range. The physician decided to repositioned the lead and the helix mechanism would not extend. The plan was to replace this lead, however vascular access could not be obtained. Subsequently, the procedure changed from a double chamber pacemaker to a single chamber pacemaker implant procedure. No adverse patient effects were reported. This ra lead will return for analysis.